Event description:
Rptr had two sets of implants. Surgeries: silicone implant 1971, ruptured implant removed in 1988, replaced with saline implants, ruptured-removed in 1989. Biopsy-1990 revealed silicone all throughout chest, no cure, permanent damage. (See 1007195).